Manufacturer narrative:
(B)(4). Device was not implanted/explanted. Without a lot number the device history records review could not be completed. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while trying to tighten a 2.0mm matrix mandible locking screw the matrixmandible mini pl-tensionband brd/2x2h/malleable/1.0mm plate broke during surgery. There was a fifteen (15) minute delay in surgery. There was no additional medical intervention needed and the surgery was completed successfully. There is no additional information. This is report 1 of 2 for com-(B)(4).

Manufacturer narrative:
Date of manufacture: 05september2014. A review of the device history record revealed no complaint related anomalies. The device history record shows the device was processed through the normal manufacturing and inspection operations with no rework noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record(s) determined the billet material met all specifications. A review of the component device history record determined the component met all specifications. There are no indications of any potential issues that would contribute to the complaint condition. A product investigation was completed: the plate was returned intact with marks from the attempted implantation. The threads of one of the locking holes is deformed and stripped. This likely caused the screw to not properly thread into the plate, thereby resulting in the broken complaint description. Although the exact cause is unknown, it is likely that excessive force or off angle insertion caused the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, functional test, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. The drawing for the device(s) was reviewed. No drawing issues or discrepancies were noted. The design was determined to be suitable for the intended use when employed and maintained as recommended. The design is adequate for its intended use when used and maintained as recommended, it did not contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.